Manufacturer narrative:
The suspect device was not returned for evaluation. Based on photographic evidence provided by the customer of the defective device, it was found that the tip of the device did detach from the body of the catheter. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that prior to use while loading the catheter over a wire the black tip broke off from the actual catheter where it connects to the purple section. This occurred outside of the body. No patient harm. Another catheter was used to finish the procedure.

Manufacturer narrative:
The suspect device was returned for evaluation. The tip of the catheter was found to be separated from the rest of the body. The most probable cause of this occurrence is forces imposed upon the device when tortuous anatomy was encountered in clinic as the catheter material appeared to be stretched and elongated. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.